Event description:
A call to technical services was made on (B)(6)2014 stating that this lead was extracted. During the case, it was mentioned that the lead in active fixation but the helix was not seen. There is no further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).